Manufacturer narrative:
Concomitant medical products: dtpb2qq, crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited diminished sensing. The lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.